Event description:
A malfunction was reported on the pump by the customer. There was no reported impact to the customer¿s blood glucose level. Since the caller's device was out of warranty, they were advised by technical support to speak to renewals, which the caller understood and acknowledged.